Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l13070 and h13a08048 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Six days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with vancomycin (2 mg, ip, weekly) and fortez (1 g, ip, daily). On an unreported date the pd therapy was discontinued due to the fact that the patient was switched to a hemodialysis while being in the hospital. At the time of this report, the patient was already discharged from the hospital. The patient was recovered from peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).